Event description:
It was reported that the catheter fractured. A 105/20 renegade hi-flo kit was selected for use in an angiography of a bleeding patient. During the procedure, it was noted that the catheter broke, but no part of the device was left in the patient. The renegade was pulled out and exchanged for another renegade. No patient complications were reported.

Manufacturer narrative:
Device eval by manufacturer: a renegade hi-flo microcatheter was returned for analysis. The device was visually and microscopically inspected for damage. The renegade device showed a fracture located 5.3cm from the hub. Multiple bends and kinks were also confirmed throughout the shaft. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities.

Event description:
It was reported that the catheter fractured. A 105/20 renegade hi-flo kit was selected for use in an angiography of a bleeding patient. During the procedure, it was noted that the catheter broke, but no part of the device was left in the patient. The renegade was pulled out and exchanged for another renegade. No patient complications were reported.